Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red itchy rash under the back therapy pad of the lifevest equipment. The patient's physician prescribed an anti-bacterial cream for the skin irritation. Follow up indicated that the skin irritation improved.